Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
A registered nurse (rn) contacted (B)(4) regarding a high drain 102/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) during use, during drain 2. The nurse was calling to see how to clear the alarm. She stated that the home patient (hp) called last night. The technical service representative (tsr) found that the hp had called in drain 1 with a low drain volume alarm and was advised to end therapy. The high drain alarm occurred in drain 2. The tsr asked if the hp bypassed the remainder of drain 1. The nurse was not sure. The nurse had no further information. The rn was going to let the hp use the cycler for the night and explain to them the importance of not bypassing if that's what they did. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated that she was aware of the alarm. She did not know if the patient bypassing the drain caused the alarm. She stated that there have been no known reoccurrences of the alarm. She stated that the patient has been able to continue therapy successfully on the cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter products.